Event description:
Halogen incandescent lamp was used to illuminate the field for repair of a perineal laceration following delivery of an infant. The mother was anesthetized for the delivery and repair with epidural anesthesia. Her thigh was burned by the lamp: a 2nd degree burn occurred which required add'l treatment.